Event description:
In 2009, the lay user/pt's neighbor contacted lifescan (lfs) alleging that the pt's one touch ultrasmart meter continues to prompt the "apply sample" symbol after a sample had been applied to the test strip. The medical surveillance specialist (mss) spoke with the pt one week later, and obtained the following info. The pt reported that the alleged issue began a couple of days prior to contacting lfs. The pt claims he tests his blood glucose 2x/day and manages his diabetes by taking a set dose of 10 units of insulin (type unk) in the morning and 5 units in the evening. As a result of the alleged issue, the pt claimed he decreased the amount of insulin he took in the morning by 1/2. Instead of taking his usual 10 units, the pt stated he took 5 units. Approx. 1 or 2 days later, the pt reported that he developed blurred vision. The pt denied testing on any other device; however, stated that he began to take his usual dose of insulin (10 units in the morning) at the onset of symptoms. The pt claimed the symptom eventually subsided. At the time of troubleshooting, the customer care advocate noted that the pt was using the correct testing technique. The pt claimed that the test strip did not draw the sample into the test area. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of either severe hypoglycemia or hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.